Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the circumstances that led to the settings not being saved and the patient being shocked when the stim turned up to 10.5 was that the settings would not be maintained on the stimulator, and the screen kept going black when it was used. The patient went to the local "tech" at his doctor and was reprogrammed, but this did not resolve the issue. The patient stated the replacement of the controller resolved the issue, but he was concerned the equipment would break again, and he reported he had a charger and a controller already. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care provider regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient met rep to reprogram the controller, and patient told rep about ¿serious complaints¿. Patient stated concerned included when patient was working with programmer, the screen went back and blank for 2 to 3 minutes then came back on. Patient stated he charged every night and the controller dropped down to 20 to 30 % but ¿it didn¿t budge last night¿. It was noted patient changed programs and then changed ¿back to a¿, and the stim was at 0 stating ¿it didn¿t hold what I had it on¿. Patient noted he switched to b and he leaned over, it was like patient got ¿electrocuted¿ stating stim turned up to 10.5 when patient normally kept it at ¿5 to 6 to 7¿. It was noted when patient changed to a, settings were not saved, and patient got electrocuted on b when patient leaned over. A replacement controller would be sent. It was noted controller screen was frozen and would not let him change programs. No further complication and events were reported.